Event description:
Upper 70¿s male with history of a small bowel mass. Procedure: robotically assisted laparoscopic small bowel resection and possible liver biopsy. When the vessel sealer blade was used, it stuck in the open position. Another one obtained and used without issue. No known harm to patient.